Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise and had a fracture. The right atrial (ra) lead exhibited low impedance. The leads were partially explanted and will be replaced at a later date. No patient complications have been reported as a result of this event.